Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their recharger reporting that this morning they started getting system problem rm03 when trying to charge the implant. Caller stated that they reset the controller and it resolved the issue, but then it happened again. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed controller is 80% and implant is 80%. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins. Caller then connected recharging antenna and confirmed charging excellent. Agent placed the call on-hold for couple of minutes to monitor the charging; caller confirmed not seeing any error and still charging and implant battery increase to 90%. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issues. Patient called back and reported they spoke with a medtronic rep, who instructed the patient to call back for replacement controller. Agent asked, patient confirmed they continued to run into rm03 message when trying to charge the ins; rm03 was coming up about every 5 minutes, and they would have to lock the controller, unplug and re-plug the recharger, then start charging again issue persisted. Agent asked, patient confirmed no visible damage to controller port or recharger plug; patient felt the recharger had gotten hot sometimes when trying to charge ins. Agent reviewed information, sent request to repair, and closed case. Patient again mentioned they felt their ins battery was depleting faster over time; agent reviewed they may want to meet with rep to try reprogramming.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6): product type recharger was returned and the analysis results shows that controller wont power on when rtm is plugged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.